Event description:
The product was used during an abdominal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured the vaginal stump. No pt injury was reported.